Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she woke up with blood glucose levels greater than 420 mg/dl. The customer treated with 14 units of insulin, but continues to experience high blood glucose levels, stomach pain and is very ill. The customer's blood glucose was up to 482 mg/dl at the time of the call, and her husband stated that he would be taking her to the emergency room. Nothing further was reported.